Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. All buttons functioned properly. However, the insulin pump had a corroded keypad traces noted, moisture damage noted on lcd board and mother board.

Event description:
It was reported the insulin pump was exposed to humidity. Customer states the numbers on the insulin pump keep scrolling up when the buttons were pressed. Customer was not hospitalized. Customer reported the device was exposed to moisture. Blood glucose was 8.5 mmol/l. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.